Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not open. The physician removed the device out of the patient and attempted to push the clip again; however, the clip was bound in its sheath. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the clip was mashed onto the bushing and could not be released form the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. (B)(4) clip mashed onto bushing. A visual examination of the returned device noted that the clip assembly was mashed onto bushing and could not be deployed from the catheter. The clip prongs could not be opened or closed, and they were not locked into the capsule. There in not enough information to determine what caused the clip to be mashed on the bushing and why it failed to release from the catheter. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.